Event description:
It was reported that the gastrointestinal videoscope had the communication error (e216) and no image. The issue was identified during during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, the reported failure "communication error (e216)" was not confirmed and the reported failure "no image" was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315), image had a blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction "no image": cause not established. Based on the results of the investigation, a probable root cause of the complaint "communication error (e216)" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.